Event description:
Received information regarding a leak at the top of the cartridge and the bottom near the o-ring. Customer reported she was unable to fill the infusion set tubing due to air bubbles at the luer lock. Customer's blood glucose level was not impacted. Customer loaded a new cartridge and reported observing no air bubbles.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device has been received.